Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 25, 2026, senseonics was made aware of an incident in which the user reported a low glucose event. The user indicated that at approximately 6:30 am (european time), no sensor glucose value was available, and a confirmatory blood glucose value of 88 mg/dl was obtained. A review of the dms confirmed that the user was not using the system since (B)(6) due to the transmitter not being connected. The user reported experiencing symptoms consistent with hypoglycemia. The event was managed independently through consumption of sweets, and no professional medical treatment was sought. The user's healthcare provider was aware of the event.